Event description:
Discordant advia 120 cbc results were obtained for a pt sample. The customer put two pt samples in the advia 120 autosampler. The first sample was run and was dispositioned for rerun. The second sample was run and the results of the second sample were posted to the record of the first sample. Results were not reported to the health care provider. There was no pt intervention or adverse health consequence due to the discordant cbc results.

Event description:
Discordant advia 120 cbc results were obtained for a pt sample. The customer put two pt samples in the advia 120 autosampler. The first sample was run and was dispositioned for rerun. The second sample was run and the results of the second sample were posted to the record of the first sample. Results were not reported to the health care provider. There was no pt intervention or adverse health consequence due to the discordant cbc results.

Manufacturer narrative:
The technical solutions analyst advised the customer not to disposition any reruns until the issue is investigated. The issue is currently under investigation by siemens healthcare diagnostics.

Manufacturer narrative:
The technical solutions analyst advised the customer not to disposition any reruns until the issue is investigated. The issue is currently under investigation by siemens healthcare diagnostics.